Manufacturer narrative:
Additional manufacturer narrative: added serial number and expiration, and manufacturing date. Corrected data: correction in model number. (B)(4).

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the obstruction was observed during the procedure due to the apparent ventricular function decrease, leading to the valve being removed. The device was not returned to edwards for evaluation. Based on the information received, operational context and patient condition most likely contributed to this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to report number:2015691-2016-03879.

Event description:
Through investigation, a new 23 mm pericardial valve was implanted. Retrograde and coronary effluent could easily be seen from both coronary os. Again, the patient showed poor ventricular function and did not pace well. It was thought that the valve must have been causing coronary insufficiency. It decided to perform an aortic root replacement using a 23 mm freestyle aortic root. There is no information suggesting that there was any adverse effects to the patient as a result of the edwards valve replacements.